Event description:
It was reported that the patient was extubated on (B)(6) 2022 and was in rehab at the time. On (B)(6) 2022, the patient became confused. They were visibly disoriented, inattentive, and had visual hallucinations of shadow puppets; more specifically, the patient described their state as "pleasantly confused" as they saw visualizations of stray cats and dogs running around the room. The patient's symptoms aligned with hypoactive delirium. On (B)(6) 2022, the patient's inr was elevated. They were treated with vitamin k, and the issue resolved on (B)(6) 2022. On (B)(6) 2022, the patient developed a cardiac arrhythmia. At first, the patient experienced slow ventricular tachycardias (100-120 bpm), this event persisted over the course of 5 days. Then, the patient's heart rate jumped to 220-240 bpm. They were taken to the cardio vascular intensive care unit (cvicu) for cardioversion therapy. Following the cardioversion, the patient developed bradycardia. The patient was then given a temporary pacemaker, which was inserted via the arterial line. On (B)(6) 2022, a dual chamber implantable cardioverter defibrillator (ICD) was implanted and it also noted that the patient's delirium resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5: additional information was received. Section h6: health effect - clinical code: delirium. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information was received that on (B)(6) 2022, the patient developed a large hematoma at their ICD implant incision and it oozed dark blood. Their inr decreased and intervention with subcutaneous enoxaparin was required. The bleeding event resolved on (B)(6) 2022. The inr decrease resolved on (B)(6) 2022.

Manufacturer narrative:
Section h6: health effect - clinical code: 4592 delirium. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (cardiac arrhythmia, bleeding, and psychiatric episode) cannot be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2022. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists cardiac arrhythmia, bleeding, and psychiatric episode as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia and psychosocial issues as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding anticoagulation therapy and international normalized ratio range can be found in this section. No further information was provided. The manufacturer is closing the file on this event.